Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station needs scanner replacement. A field service engineer initiate process for upgrade from 1.5 to 1.6 to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system was required software upgrade. The customer stated that the device was failed while trying to access the medication to patient and there was no delay in patient care workflow. There were no adverse events or injuries reported based on this event.